Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn over the down arrow button, exposing the button contact. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts and the down arrow key was found to be inverted.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple presses to elicit a response. The patient noted a tear on the up arrow button and alleged the tactile changes occurred first. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.